Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection around the implant side; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed october 25, 2013.